Event description:
It was reported that during the implant procedure, the lead was placed septally. It was noted there was potential micro-dislodgement as it was sensing but the threshold was high. When the physician tried to retract the screw it would not go back in to the lead. The physician had to manually torque it to remove the lead. When the lead was removed, the physician could not extend the helix. The lead was attempted and not used. Another lead was use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).